Event description:
It was reported that the patient¿s blood glucose levels rose above 300 mg/dl while she was wearing the pod for between 24 and 36 hours. The pod¿s adhesive reportedly did not adhere properly to the skin and repeatedly fell off, resulting in cannula dislodgement from the infusion site (arm). As treatment, the patient contacted her physician by phone on (B)(6) 2026, who recommended cleaning the application site, avoiding lotions or creams, and applying a new pod. No further diagnosis or prescriptions were given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.